Event description:
It was reported that during implant procedure, the right ventricular lead exhibited unacceptable thresholds and a sensing anomaly. The lead was not implanted. The patient experienced no adverse consequences.

Manufacturer narrative:
.